Event description:
It was reported by service report that the nurse call was not working. No adverse consequences have been reported.

Manufacturer narrative:
Manufacturers investigation determined that the user facility's wall outlet was damaged inhibiting functionality of the nurse call cable. Nurse call cable would be fully functional in an undamaged outlet.